Event description:
Caller reported a cartridge alarm 30 that occurred during the cartridge load process, despite following the proper procedures. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. The customer reverted to an alternate pump for insulin therapy.